Event description:
Customer contacted fmc sales & marketing with dialyzer complaint. Rn manager reported an internal "blood leak" with the first use of a non-processed dialyzer. Estimated blood loss 100-150 ml due to discard of part of the pt circuit of blood. There were no adverse pt effects due to the reported leak. As reported 9/3, the dialyzer was changed and a new set up (dialyzer and blood lines) was prepared to continue the pt treatment. MDR filed to reported blood loss. Actual complaint sample saved for eval. 9/5/98 requested further pt info. 9/9 facility reported a second event with estimated blood loss less than 20cc. Again, requested pt identifiers for the medwatch.